Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that patient needed an MRI of the brain and the patient¿s ins battery is dead. The patient attempted to recharge but was unable. The patient first noticed she was not able to charge the ins at least 6 months prior. The patient was planning to have the ins removed but has not yet due to covid-19. The patient stated that she has not used or charged her implant in some time because she no longer needs therapy. There was nothing wrong with the ins/therapy, she just no longer needed it. Caller was redirected to the healthcare provider (hcp) if they were not able to recharge the ins. No patient symptoms were reported. Additional information was received from the consumer regarding a patient. It was reported that the patient plans to replace the battery however on hold on due to covid-19. Patient has informed hcp and awaiting new surgery date.